Manufacturer narrative:
(B)(4). Release button. The ec60 device was returned with no visual non-conformances and without a reload present. The clamping mechanism was noted to be damaged. No functional test could be performed. The device was disassembled to verify the condition of the internal components and the left side release button post was noted to be broken, this is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during a lap gastric bypass procedure, for the creation of the new gastric pouch of the stomach the doctor used an endocutter. The doctor used a gold reload for the first firing. It went completely as expected. For the second firing the doctor switched to a blue reload for the endocutter. After the completion of the firing cycles the knife blade did not return to the home position. During the firing no extra resistance was felt and no strange noises were heard. The doctor did not noticed something ordinary. The doctor had to use the manual release button multiple times (approximately 10 times) to return the knife blade to the home position. Afterwards the doctor was able to open the stapler. The doctor decided to open up a new endocutter to finish the procedure in perspective of safety, the doctor lost the confidence in the performance of this particular endocutter. After opening a new device the doctor was able to finish the procedure without further problems. No patient consequence reported.